Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings and that the control solution was missing from the meter kit. On (B)(6) 2010 the sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. The smss classified the complaint based on the information originally provided during the telephone call with customer service. On (B)(6) 2010 at 6:30 am, the patient obtained the blood glucose readings of 118 mg/dl and 139 mg/dl on the reported meter, and a reading of 85 mg/dl on another meter. On an unspecified date, approximately (B)(6) 2010, the patient experienced "hypoglycemic" symptoms, and administered self-treatment with glucose tablets. No information was provided about the patient's testing technique or condition of the test strips. The patient manages her diabetes with diet and oral diabetes medications. It would have been helpful to determine the date and time of the hypoglycemic event, the patient's specific symptoms, the patient's meter readings prior to the onset of symptoms, what meals and medications were taken prior to the onset of symptoms, the patient's expected blood glucose readings, and her medication regimen. Troubleshooting also revealed there was no product missing, as the control solution is no longer packaged in the meter kit. The meter, test strips and control solution were replaced. The patient allegedly became hypoglycemic while using the reported meter, and after obtaining allegedly inaccurate readings, and received treatment with oral glucose. Therefore this complaint is being reported.